Event description:
It was reported that an emergency room patient presented with st segment elevation indicating a lateral wall myocardial infarction by 12 lead ECG. After being transferred to the innova 2100-iq system, the system failed to boot up. While attempting 3 unsuccessful boot attempts, the patient went into cardiac arrest and code procedure was initiated including intubation. The patient was transferred to an alternate and functioning system. The exam did not begin due to the patient condition and the patient expired. The time that elapsed between system not booting up and patient arrival to alternate system was approximately 15-20 minutes.

Manufacturer narrative:
Patient information was not provided. Initial reporter email was not provided. Manufacturing date is not available at this time. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.